Manufacturer narrative:
Literature citation: timothy daniels et al.independent radiographic review of joint space following first metatarsophalangeal synthetic cartilage implantation: is there an association between joint space and outcomes?.foot & ankle orthopaedics. 2020; 5:4. The device was not returned for evaluation.

Event description:
It was reported in a literature article by daniels et. Al. In an article titled "independent radiographic review of joint space following first metatarsophalangeal synthetic cartilage implantation: is there an association between joint space and outcomes?", the surgeons found no relationship between mean normalized joint space and implant removal was found at any time point over the 60-month follow-u when comparing 10 cartiva patients with positive outcomes to five cartiva who needed revisions.